Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Additional information has been requested. The adverse reaction section of the instructions-for-use identifies allergic reaction as a possible complication. Without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that following implant of a bard ventralex mesh the patient experienced a full body rash or contact dermatitis.